Manufacturer narrative:
(B)(4).

Event description:
Patient contacted dexcom on (B)(6) 2016, to report that she developed a bad rash at site of sensor adhesive under the sensor tape on (B)(6) 2016. Sensor was inserted at the abdomen on (B)(6) 2016. Patient described the skin reaction as being red with white, very itchy, and liquid coming out. Patient treats the affected area with prescription cortisone lotion, prescribed by the patient's dermatologist on (B)(6) 2016, for treatment of the reported skin reaction. Patient was advised to apply cortisone lotion at the new insertion site 3 days prior to sensor insertion. Additionally, it was reported that the patient was advised to discontinue use of dexcom due to her skin reaction. No additional event or patient information is available. It should be noted that the dexcom g5 mobile continuous glucose monitoring system users guide states: inserting the sensor and wearing the adhesive patch might cause infection, bleeding, pain or skin irritations (redness, swelling, bruising, itching, scarring, or skin discoloration).

Manufacturer narrative:
(B)(4).

Event description:
Subsequent to the initial MDR, photographs were received from the patient. A review of the photographs confirmed the reported event of a skin reaction; however, a root cause could not be determined. No additional event or patient information is available.